Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with the blood glucose value of 400 mg/dl. Troubleshooting was performed. Customer does not report any symptoms related to hyperglycemia. Customer had issues with infusion set which led to a high blood glucose event. Customer used the infusion set on leg which was off label use and was advised to place the set on the approved area. Customer corrected hyperglycemia with insulin pump. It is unknown whether the pump was used within the 48 hours of the reported event and smart guard/auto mode was active at the time of event. No further patient complications were reported. The device will not be returned for failure analysis.